Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the doppler not working and then found the 9v battery to be defective. So, in order to fix the issue, the fse replaced it. The doppler was then working ok. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit doppler not working . There was no patient involvement reported.